Event description:
It was reported that an infusion of unknown therapy infiltrated. Further information received from the customer stated that the infiltration occurred on a patient's head and required a wynase application.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."